Event description:
A 1000 ml bag of 0.9% ns with 20 units pitocin was started at 1713 at 1 mu/min (3 ml/hr). At 1950 pitocin was increased to 2 mu/min (6 ml/hr). Nurse noted the bag was emptied completely at 0145. Pt and fetus in no distress. New pitocin bag hung - after 2 hours of pitocin at mu/min (6 ml/hr). It was noted that >300 ml of IV fluid had infused. No maternal or fetal distress. Pitocin drip was moved to new pump and the pump was removed from service.

Manufacturer narrative:
A f/u report will be submitted, once a full eval has been conducted by sigma engineering.